Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. The pwcd-2 is the connex spot monitor european power cord. All welch allyn electrical devices are designed and tested to meet all applicable safety and flammability regulations. Welch allyn's vital signs, cardio and monitoring electrical devices are not held by the user and therefore decrease the likelihood that the user would sustain a 1st or 2nd degree burn if the device were to become hot. If these burns were to occur, they would generally not be considered serious and would heal without further medical intervention. Information regarding the safety and warnings specific to each device is in the instruction for use (IFU). Additionally, if a device were to get hot to touch, spark, have burn marks or burned components a trained clinician would not use the device and remove it from the patient's environment. The customer has not returned the device, therefore no further investigation into the root cause of the reported issue could be performed. Should additional information be provided, a supplemental report will be filed. However, based on the information provided at this time no further action is required.

Event description:
The customer reported the cvsm power cord got pinched in the gcx wall mount joint and sparked and smoked. This report was filed in our complaint handling system as complaint # (B)(4).